Event description:
Affiliate reports that, the pt rec'd a programmable valve and it was noticed that, there was leakage which resulted in an explant. While being explanted, it was also noted that the silicone housing split over the anti siphon device.

Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation a follow up report will be filed.